Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A purchasing assistant reported that an intraocular lens (iol) was exchanged due to a myopic outcome. The lens was exchanged for the same model, different power lens. Additional information was received from a nurse who reported that during the original lens implant procedure, there was an extension into the anterior capsule. Additional information has been requested.